Event description:
The customer observed a falsely elevated alinity c glucose result for one patient, sample ID (B)(6). The initial result of 38.78 mmol/l retested at 5.33 and 5.37 mmol/l. Normal range: 3.9 - 6.1 mmol/l no instrument errors were generated. No issues were noted with the sample. Instrument logs were reviewed for the sample in question. Aspiration and pipetting anomalies were noted. The customer questioned why no errors were generated for the sample when anomalies were noted in the instrument log. No impact to patient management was reported.

Manufacturer narrative:
The quality control was performing as expected consistently. Some troubleshooting was performed including checking the reaction curve of the abnormal result and the sample status and no abnormalities were found. Returns were not available. The sample was retested using the same lot of reagent and gave an acceptable result. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for alinity c glucose lot number 63222uq11 was identified.

Event description:
The customer observed a falsely elevated alinity c glucose result for one patient, sample ID (B)(6). The initial result of 38.78 mmol/l retested at 5.33 and 5.37 mmol/l. Normal range: 3.9 - 6.1 mmol/l. No instrument errors were generated. No issues were noted with the sample. Instrument logs were reviewed for the sample in question. Aspiration and pipetting anomalies were noted. The customer questioned why no errors were generated for the sample when anomalies were noted in the instrument log. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.